Event description:
It was reported that pump displayed malfunction code 12 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.